Event description:
On (B)(6) 2014, the hospital received a neonatal patient that the weight of the patient was just (B)(6) premature pale, and the patient condition of the body and face looked pale, and the patient conditions were weak. They used the imec 8 ((B)(4)) patient monitor to measure the spo2 of the patient but the reading disappears and the alarm for the sensor is not detected appears on the screen. Then they start to compare with another patient monitor connect it with another foot and the reading is 68%. They start to incubate the patient and the measurement for spo2 (imec8) is 39% and the other patient monitor is 100%. During that time they start to use the other patient monitor and disconnected the imec8.

Manufacturer narrative:
On site investigation was conducted by the distributor service engineer and it was found that the reprted failure could not be duplicatd, the monitor and the probe meet the standard and our specification. The cable and probe will return to mindray for further analysis. We will submit a follow up report once we have finished the investigation.

Manufacturer narrative:
The suspected failure cable and probe have been returned to (B)(4). After inspection, we found that the function and performance meet the specification. During the investigation, we found the patient was in bad condition and the perfusion was very low, meanwhile the patient was measured the spo2 and nibp both on the right leg; the nearby nibp measure pressure would cause the spo2 measure condition become worse. (Note: the nibp measurement of monitor was based on oscillometric method, so the spo2 measurement will be affected by ipsilateral measure of nibp). As a result the spo2 measure of patient monitor was in the margin level and there were 28 alarms of "low perfusion and search pulse" during the period of 12:30 to 13:30, which lead to the abnormal measurement. We have given the suggestion in the manual to indicate the clinician should pay close attention to the alarm and patient condition when in the ipsilateral measure, inspect or change the measure place when the measurement is abnormal.